Manufacturer narrative:
Correction of medical device involved. Updated fields: d1 brand name d4 model # and catalog #.

Event description:
Manufacturer's ref #: 339706.

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No malfunction could be found. The ventilator passed all safety and functional tests and was cleared for clinical use. Further information was received from the user facility that they have used the ventilator in tandem with a high frequency jet ventilator (hfjv). The reported tandem use of a hfjv implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms, such as for low and high o2 concentration. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low and high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).